Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a consumer regarding an implantable intrathecal pump intended to deliver fentanyl and an unknown type of baclofen (concentrations and doses unknown), indicated for spinal pain. It was reported that the patient was recently operated on and got a new pump. The patient stated that at his surgery on (B)(6) 2018, the physician used the old medication from the old pump and put it in the new pump and per the patient, "you cannot do that in the state of pennsylvania." It was reported that the patient developed an infection on (B)(6) 2018 because the healthcare provider (hcp) moved the pump from the pocket to back further under the actual incision. It was stated that the pump is about 3 and ½ inches away from the patient's spinal cord stimulator. It was reported that when he turns his stimulator on, the pump sends him into withdrawal and he was sick and throwing up on (B)(6) 2018, and he didn't know the hcp had moved the pump. It was reported that the people who are supposed to refill the pump cannot find the port to refill the pump and they usually find the port by squeezing and manipulating it. It was stated that his neurologist told him yesterday ((B)(6) 2018), "he wouldn't know how to refill the pump because he refills many pumps and this is really bad." It was stated that the patient had an upcoming appointment the next week at a pain center, and since the incision is swollen, they cannot do anything. The patient requested to have a manufacturer¿s representative (rep) check the pump. It was recommended that the patient consult the hcp's office to invite a rep to check the pump. Additional information was received when the patient called back on (B)(6) 2018. Per the patient, the same medication should not have been put in the new pump, and the pump and stimulator should not have been implanted so close. No further details were provided as the patient hung upon the call. No further complications were reported or anticipated.